Manufacturer narrative:
Technician replaced hardside panel air board w/cables, pcb assembly, ucm board. No pt/staff impact.

Event description:
Account stated the staff alleged the bed had unintentional movement of the foot section.